Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg site and the ipg was protruding through the skin. As a result, the physician created a deeper pocket and placed the same ipg in a more comfortable location on (B)(6) 2020. No product was implanted or explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.